Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9215-1-03 universal quick connect handle batch 04512145 was received for evaluation. Visual inspection revealed that the instrument's tip was broken off; the fragment recovered during the event was not returned for investigation. Signs of wear and tear. A functional test was performed by pressing the handle; no resistance was detected. The most likely cause of the reported failure is user error, specifically the use of a device that may be damaged by wear and tear from repetitive reprocessing (manufacturing date: 2021). Directions for use dfu-0023-eo, revision 5, instruments. Section c. Validation. Repeated processing has minimal effect on these devices. End of life is normally determined by wear and damage due to repeated use and/or reprocessing. The user assumes liability and is responsible for the use of a damaged or dirty device.

Event description:
On 13-jan-2026, it was reported by a sales representative via (B)(4) that an ar-9215-1-03 universal quick connect handle broke during use. This was discovered during an unspecified procedure with no patient harm. Additional information provided 17-feb-2026: it was further reported this occurred during a total shoulder arthroplasty procedure. When the device was inserted into the guide, it snapped and broke off into the guide. The surgeon had to remove the broken piece out from the patient. No extra anesthesia was administered, and the patient was not harmed. The case was completed with another quick connect handle.